Event description:
The MFR has changed/improved the criteria for making MDR decisions regarding the nerve integrity monitoring (nim) system, per discussion with osb, a retrospective review found the following event. A customer returned a nim-response 2.0 nerve monitoring system pt interface for evaluation/repair commenting "noisy, the device will turn off and when you turn it back on, it keeps several times then the screen goes white." Testing/repair verified the reported event and found the cable had shorted and the connector inside the pt interface power control board was loose. The unit was repaired and returned to the customer. Although there was a warning screen (the screen went blank), there is not always warning screen with a short circuit. Therefore, it has been determined that a short circuit in the pt interface has the potential to cause the system not to deliver stimulus current which could be interpreted as a false negative (failure to detect a nerve when it is present). No further info is available. There was no allegation of pt involvement or injury.

Manufacturer narrative:
When info suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This report was being used for treatment, not diagnosis. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots, if the system fails to perform as intended, (effect or defect electromyographic (emg) activity) it prevents the potential for temporary or permanent damage to the nerve that is present. There are many non-device related issues that can cause the nim to indicate no stimulation occurred or no electrical response was received/detected from the muscle: use of paralytic anesthesia agents, tissues were too dry, the nerve was fatigued by overstimulation. In addition, safe stimulus levels are dependent upon various conditions including but not limited to: type of excitable tissue, charge per pulse, charge per unit area, waveform morphology, repetition rate and stimulator effective surface area. When such situations occur, the surgeon can also falsely misinterpret that a nerve is not present. The nim system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer was aware of such alerts. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.